Event description:
It was reported that the patient presented to the emergency room with complaints of a twelve pound weight gain over three days, bilateral lower extremity edema, cough, dyspnea on exertion and was admitted with congestive heart failure. It was further reported that there was an apparent lead fracture. Telemetry noted inappropriate pacemaker behavior with failure to sense, failure to capture resulting in bradycardia. Device interrogation noted the failure to sense and capture were likely secondary to the lead wire. The device was removed and replaced. Four transvenous leads were attempted, but not successful due to the patient's anatomy, a previously unknown congenital venous anomaly with persistent left superior approach. It was reported that a stable position or acceptable thresholds were unable to be attained due to the congenital anomaly. An epicardial lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date of the lead cannot be determined.